Event description:
(B)(4). After I had my son I wanted my tubes tied I had no idea my doctor was putting in filshie clips I've had nothing but pain, bad mood swings, cramps, bad bleeding all the time, pinching if I move wrong, start crying for no reason it's horrible I want then out I want my life back no one should ever have to go though this it's horrible please do something to prevent this happening to anyone else and no one will help my husband and I will have to pay (B)(6) that we can't afford to get them removed.